Event description:
An error message was reported with the abbott diabetes care (adc) device in use with iphone 13 pro phone with ios operating system version 16.6.1. Customer received a "scan error" message and was unable to obtain readings. As a result, customer experienced a loss of consciousness and was unable to self-treat, requiring being moved to a bed and provided with third-party treatment of "glucose tablets" (type/dose unspecified) but a non-healthcare professional. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The device history records (dhrs) for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. The customer experienced a "scan error" message with the freestyle 2 application. Product quality engineering attempted to replicate the reported issue using a cellular device not identical to the actual device, but which shares relevant characteristics with the device involved and iphone 13 pro ios 16.6.1 app version 2.7.3.3641, and was not able to reproduce the complaint. There were no issues identified with the freestyle 2 app during replication that would have led to the reported issue. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.